Manufacturer narrative:
Catalog number: 72404155 (reservoir), serial number: (B)(4) (reservoir). It was stated that the device is available for analysis. The device has not been received for analysis at this time. Should additional info become available regarding this surgery it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2007, the pt has an ams inflatable penile prosthesis implanted. On (B)(6) 2011, the device was replaced due to fluid loss; it was stated that the device would not inflate. During the removal surgery a small blue tubular piece of plastic, approx 1 cm in length, was found in the pt's scrotum and was removed. The pt was discharged the following day.